Event description:
Unit received from respiratory therapy with incident report relating to "vent inop" during use. No patient harm. Upon power up unit failed to initialize. Attempts at accessing service mode were unsuccessful. Noted error codes: dt0002 (bus error/access fault) and kp0087 (unexpected reset umpire test) is systems diagnostics log. Noted dt0002 generated 3 times within 24 hour period which then created a "vent inop" state. Patient was bagged and then placed on a new ventilator.